Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed and a flex fracture of the distal conductor was found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 5076 implantable pacing lead (B)(6) 2005.(B)(4).

Event description:
It was reported that the right ventricular lead was fractured. Approximately two weeks subsequent to a routine device replacement procedure in which the chronic lead was reconnected to the new device, a lead integrity alert was triggered for oversensing and noise. A device/lead connection issue was ruled out when the lead was manipulated and noise was produced through the lead analyzer. The lead was explanted and replaced. No patient complications have been reported as a result of this event.